Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log as an air in line alarm) but did not reproduce the air detector alert. The device was operating out of specification. Evaluation found the pump to have low ultrasonic readings which most likely caused the reported symptom. Low ultrasonic readings can make the pump more sensitive to air-in-line alarms. The upstream sensor and upstream pusher were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump had an air detector alert. It was also reported that there was no patient injury.